Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopy bullectomy, pleuroectomy procedure, stapler wouldn't fire correctly th rough the lung tissue. Stapler was used with two cartridges that both malfunctioned. Another stapler was open and it functioned properly. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.